Manufacturer narrative:
(B)(4).

Event description:
It patient reported that she had been experiencing episodes of blacking out since her previous vns replacement. The patient's last known treating physician had reported that they do not have information to offer on the patient's reported symptom. The patient's implant card from her previous vns surgery showed that impedance was within normal limits at the time. No additional pertinent information has been received to date.